Event description:
It was reported that while dissecting tissue during a da vinci si pyeloplasty procedure the 5 mm cautery spatula tip accessory that was installed on the 5 mm monopolar cautery instrument detached and fell into the patient. The tip accessory was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip accessory has not be returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the tip accessory is returned or if additional information is received. On may 17, 2012, the initial reporter indicated that no post-surgical complications have been experienced by the patient.